Event description:
It was reported a 6f angio-seal vascular closure device sts plus was used to close the right femoral arteriotomy site post percutaneous procedure. The angio-seal deployed successfully with no complications. Thirty days later, the patient returned to see the procedure physician with right leg claudication. A repeat angiogram was performed via a contralateral approach. The angiogram showed a lucency in the right common femoral artery at the arteriotomy site. The physician performed a balloon angioplasty and cryoplasty of the affected area; the physician reported it to be a good result. The patient will be monitored.